Event description:
The site reported the following: a (B)(6) patient with a history of renal cell carcinoma underwent a CT scan of the chest, abdomen and pelvis with intravenous contrast enhancement while connected to a stellant d injector system. A large amount of air was visualized on the CT images. The patient immediately began coughing and complained of shortness of breath. The patient was treated with hyperbaric oxygen. The current status of the patient is unknown.

Manufacturer narrative:
Bayer service performed a system service check out of the stellant d injector (sn (B)(4)) on (B)(6) 2015 and determined the injector was operating to specification. The site reported that they had discarded the sterile disposable products used during this injection, but were able to provide the lot number in use at the time of this event. Bayer quality assurance product analysis tested a retained sample from lot number 8500322. No visual or functional defects were identified - the product performed to specification . Bayer clinical support specialist provided re-training to the site on (B)(6) 2015. Bayer quality assurance product analysis reviewed the complaint record, analysis steps and determined there is insufficient evidence that an equipment fault contributed to the reported event.